Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received revealed the patient's ipg was explanted and replaced to provide resolution.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient received an end of service message. Therapy loss followed. As a result, the patient plans to undergo surgical intervention on a later date.